Manufacturer narrative:
A ge service representative performed an onsite investigation. The nodes were flashed and the software and the calibration files were reloaded. The system was restored to bvas configuration. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would beep and the image would be black while taking x-rays during a case. No patient injury was reported.